Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2012. There is nothing logged in the device history to suggest the device was switching itself on. No fault was found with the returned pad device or pad pak. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.